Event description:
Doctor reported event of "obstruction/foreign body obstruction" from journal article: "bariatric surgery outcomes in pts aged 65 yrs and older at an american society for metabolic and bariatric surgery center of excellence", obes surg (2010) 20:1199-1205. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because, no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of obstruction as follows: obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food. "Pts must be cautioned to chew their food thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."